Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was no image due to a defective printed circuit board, and it was recommended to replace the power switch as there was damage to the indicator around the power switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the scope did not display an image on the video system center when used with the video cables. The issue was found during preparation for an unknown procedure which was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by a failure of printed circuit of the patient board set (circuit board). Olympus will continue to monitor field performance for this device.